Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; full lead in segments returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; full lead in segments returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. We will conduct follow-up to determine if there were any performance issues. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up information reported the lead demonstrated insulation breakdown. No patient complications have been reported as a result of this event.